Event description:
Boston scientific received information that this right ventricular (rv) lead had moved during the left ventricular (lv) lead placement. It was noted the rv lead advanced slightly after being screwed into a septal position. Increased impedance measurements and loss of capture support the suspicion of a microperforation. This lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.